Event description:
It was reported that pump displayed malfunction alarm related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if any malfunction alarm recurred.